Event description:
Healthcare professional (hcp) reported "three to four incidents" of blood leaking from cracks in the arterial header of the psn 210 dialyzer. It was reported that for all incidents, blood was not returned to the pt, with estimated blood loss unknown. No pt injury or medical intervention was reported per hcp.